Event description:
Customer called to report priming issues on the insulin pump. Customer's blood glucose reading was 169 mg/dl. Assisted customer with safe rewind process. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.